Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone that the insulin pump alarmed compromised force sensor system. The customer's mother was assisted in troubleshooting for prime rewind. Customer's blood glucose level was 307mg/dl at the time of incident. Customer's mother stated that the insulin pump was not dropped or bumped and drive support cap appeared normal. Customer's mother stated that while trying to prime and before compromised force sensor alarm, insulin kept squirting. The customer's mother was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test or verify the compromised force sensor system alarm due to motor error alarm. Pump received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.